Event description:
It was reported that air was leaking from the cuff. This occurred during use/infusion the at facility. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: one device sample was received without the original package. During visual inspection, no discrepancies were found. Leak test was performed in sample returned; the leak test was successfully passed; complaint was not confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No action was taken as the complaint could not be confirmed/replicated.